Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jul-2019. The following findings: during investigation, the complaint regarding inaccuracy delivery was reported on (B)(6) 2016, according to the pump history the pump was in use until (B)(6) 2018. The pump passed all required testing for delivery accuracy, according to the available basal tdd history the pump is delivering and adding up the programmed basal rate. The battery compartment cracked above grip, cap is able to fully secure, dim/pink screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.